Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, b5, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/15/2025. An investigation was conducted on 10/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000501929 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
It was reported that during an endoscopic vein harvesting procedure, that the vasoview hemopro 2 separation of wire filament. The harvester noticed that the tool was getting good energy delivery so the extention cable was changed and that did not fix the problem. The harvester noticed the separation of the jaws. The harvester then removed that device and had another opened which worked fine and was able to finish the case. A pre-procedure test of the jaws with a wet sponge was not done. There was only a short delay in procedure to open another kit and change out extension cable which was not the issue as it turned out. No parts were left in the surgical site. The patient suffered no harm or injury.

Manufacturer narrative:
(B)(4) e1 event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during an endoscopic vein harvesting procedure, that the vasoview hemopro 2 separation of wire filament. The harvester noticed that the tool was getting good energy delivery so the extention cable was changed and that did not fix the problem. The harvester noticed the separation of the jaws. The harvester then removed that device and had another opened which worked fine and was able to finish the case. A pre-procedure test of the jaws with a wet sponge was not done. There was only a short delay in procedure to open another kit and change out extension cable which was not the issue as it turned out. The patient suffered no harm or injury.